Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 27 february 2017. The fse performed the impasse adjustment for sc errors and performed the liquid level sense. The engineer also replaced the ground wire in case the wire was starting to break. The fse ran 33 samples in tubes with no errors. The customer ran quality control with no reported issues. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was an impasse adjustment and level sensor cable

Event description:
On (B)(6) 2017 a customer reported incorrect ss flags and sc flags with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and ckmb patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.